Event description:
It was reported that during a scheduled total thyroidectomy the patient was intubated with an emg (electromyography) et (endotrachael) tube for nerve monitoring during the case. Upon placement and initial check of the tube, it was noted that the nerve monitoring system did not recognize the emg et tube. The emg et tube had to be replaced. There was no reported patient impact and the surgery continued without further incidence.

Manufacturer narrative:
(B)(4). Results - entered to facilitate emdr submission; no medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Product analysis sample was received with a portion of the inner pouch containing labeling which identified the sample as item number (B)(4) nim flex emg endotracheal tube, lot # 0205557135. The sample was clean, and preliminary examination with unaided eye determined no anomalies. The leads were measured for resistance from the pins to the electrodes with a fluke 21 multimeter, asset # 1153-j, calibration due (B)(4) 2012. Both red leads and one blue lead did not register any continuity, and a reading of 53 ohms was detected on one blue lead. As per drawing (B)(4) for electrode harness 66f1386, the maximum resistance between pins and electrodes should be 20 ohms. As the sample did appear clean, it is probable that the sample was decontaminated before being returned, and any aggressive cleaning to the electrodes could result in the conductivity material being removed from the tape. Additional readings were taken by poking a lead from the meter through the electrode tape just above electrodes. The readings taken in this method were unstable, but approximately 80 ohms and 100 ohms on the red connectors, and 50 ohms and 49 ohms on the blue connectors. (As this method does not result in a good connection, any reading at all indicates continuity, but can not determine if harness does/does not meet specifications.) It is undeterminable if the out of tolerance readings were caused by decontaminating the tube. The cuff was inflated with 20ml of air and immersed in water. No bubbles were apparent. (This test is taken from xpi-s for 8229306 emg tube, as the xpi-s for 8229965 tube does not test for cuff inflation. The test is appropriate for similar size cuffs.) A stock audit was performed on three tube harnesses from drawing (B)(4). When measured from the pins to the electrodes, all readings were under 12 ohms, and met the specification of 20 ohms maximum. (Harnesses were specifically from lot 6017781, size 66f1389.) The complaint could not be confirmed as the decontamination cleaning may have destroyed the conductive material on the electrodes.